Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle broke off inside the pt. Despite several attempts, the needle was not able to be removed. The operation continued and the patient's condition is to be assessed at later date.